Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was a couple days ago the pt noticed their controller was not working properly, they could not get anything to show on their controller screen. If the pt pressed the arrow buttons they got medtronic screen then the controller would go black. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging with a green flashing light. Pts controller battery was at 90% and they got the message battery empty cannot provide stimulation recharge the implanted device. Pt unplugged the controller from the ac power supply and when they did the controller went blank and would not turn on. Pt verified no damage to the controller battery compartment or to the controller battery. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from a manufacturer representative (rep). Rep said replacement of the recharger didn't resolve recharging issue. Patient recently noticed the wire near the recharger paddle is "hanging by a thread". Technical services processed replacement.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (serial number (B)(6)) revealed a cracked case back. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.